Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The custome's mother reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer's mother stated that the patient removed the sensor but the cannula was not there. Customer's mother was advised that enlite sensor was not approved for children under 16. The customer was advised that we would send courtesy sensor. The customer's mother was advised to follow up with healthcare provider.